Manufacturer narrative:
A1, a2, a3: patient information updated. B3: date of event updated. D4: lot number and UDI number updated.

Manufacturer narrative:
Investigation report: testing was performed in at abbott diagnostics scarborough, inc. On retained kit lot 151093 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 151093, test device part number 195-430 / lot 145158a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 151093 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and provide additional information.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative results with the binaxnow covid-19 ag card. Testing was performed with ID now covid-19 assay and generated positive results. Per the customer, the patient is symptomatic. No additional information, including patient treatment and outcome was provided.